Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber : # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Heavy signs of charred tissue on the jaws. The silicone insulation was completely intact. A microscopic inspection determined that the heater wire was slightly flexed away from the center from the hot jaw. Specks of blood were observed on the harvesting tool handle. No other failures were observed. Based on the returned condition of the device the reported complaint was not confirmed for reported failure mode ¿peeled; jaw¿ but confirmed for analyzed failure ¿material twisted/bent; wire¿. Specific actions for the analyzed failure ¿material twisted/bent; wire¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 coating of the jaws appeared defective. The plastic/silicone was peeling off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 coating of the jaws appeared defective. The plastic/silicone was peeling off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.